Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that once the impella cp was connected to the aic (automated impella controller), it would not recognize that there was a catheter plugged in. Another console was brought in, and it loaded the catheter as usual. The case was then completed. There was no harm to the patient.

Manufacturer narrative:
Corrections to the initial MFR report: g.1. MDR reporting contact email. D.2. Device name has been updated. D.4. Model number updated. D.9. Return date has been added. Updated h.3. To device evaluation anticipated. H.6. Type of investigation code added.